Event description:
Boston scientific crm received information that this right ventricular defibrillation lead had presented with pacing impedance measurements above 3000 ohms. At implant, the pacing impedance were at 2500 ohms and the impedance had increased over time. All other lead measurements have remained stable. A chest x-ray was performed and there is no evidence that the lead had fractured. No adverse patient effects were reported. At the last patient follow up, the pacing impedances were still above 3,000 ohms, but it was also noted that the pacing threshold measurements had increased.

Event description:
---

Manufacturer narrative:
Additional information was reported that two years later, the is-1 portion of this rv lead was capped and a new pace/sense lead was successfully implanted during a normal device replacement procedure. This lead remains implanted for defibrillation purposes only. No additional adverse patient effects were reported. As the lead remains implanted, this investigation is complete. If any additional information does become available, this report will be updated.